Event description:
It was reported that the patient had stomach problems "on and off" ever since the device was implanted and diarrhea "on and off." The patient's bowels had been green for approximately two months, but she had the diarrhea steady for the 10-15 days prior to the report. It was unclear if the patient meant she had these issues after explant because the patient later stated she was hospitalized for the stomach issues after the device was removed and it was thought it was a stomach virus. The patient stated she had conversations with the health care provider (hcp) "5-6" times about the explant, but the hcp would not give her details as to what was actually removed. The patient stated the hcp told her the device was removed, but she had a back and chest x-ray on (B)(6) 2012 and was diagnosed with pneumonia. The hcp who took the patient's x-rays told her the device was not explanted and could see it on the x-ray. The hcp said it was on the patient's lungs, "it was the size of a pool ball," and lower back area. Additional information was requested, but was not available as of the date of this report. Please see manufacturing report #3004209178-2012-11341 for a related event. The patient also had pain and muscle spasms.

Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3998, lot# j0454563v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient's implantable neurostimulator (ins) was initially successful in providing therapy but became less efficacious over the years and actually caused the patient discomfort. In addition, it was confirmed that the patient did experience stomach and gi "upset". Reprogramming was performed and the patient was reported as improved. The patient subsequently requested removal of the ins system on (B)(6) 2007. It was reported that the patient tolerated the removal procedure well and was in satisfactory condition. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), explanted: 2007 (B)(6), product type extension product ID, 748940 lot# serial# (B)(4), explanted: 2007 (B)(6), product type extension product ID, 3998 lot# j0454563v, explanted: 2007 (B)(6), product type lead (B)(4).